Manufacturer narrative:
No RMA has been initiated for this issue. Model solara3g, serial number/date code (B)(4) is approximately 1 year old. The owner's manual part number 1154295 rev c (dec-10) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that the sector block on the left side front rigging has a bolt that has been sheared off making the leg rests inoperable. No injury alleged.

Event description:
Customer alleges that the left sector block is broken: the bolt holding the block to the tube sheared off inside the block making it no longer useable. No injury alleged.